Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of received four photographs of a device. The visual inspection of the four photographs noted the reload is crooked on the adapter, the left plate has been blown out, and piece of tissue locked into the jaws of the reload. Pmv functional testing could not be done due to lack of the physical product. Root cause could not be determined with the given information. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the device jaws locked on tissue on second fire while stapling the stomach. The laminated pusher bar came out of the hinge and couldn't be retracted. The surgeon had to cut off the tissue. They had to use suture to elevate tissue and then another stapler was applied to close the defect. There was tissue loss and tissue damage. The surgical time extended by more than 30 minutes. It is possible that occurs an infection.